Event description:
It was reported that a peritoneal dialysis (pd) patient had a pd catheter that was clogged as well as an infection. The peritoneal dialysis registered nurse (porn) reported the patient was then sent to the hospital. Upon follow-up, the patient's peritoneal dialysis registered nurse (porn) revealed the patient presented to the outpatient home dialysis clinic with complaints of drain complications. The porn was unable to achieve adequate flow from the pd catheter, and the patient was sent to the hospital for evaluation. Upon admission to the hospital, the patient's pd catheter was found to be clogged and cathflo (alteplase) was instilled with good result. Additionally, it was discovered the patient had a severely infected right foot wound and required a right below the knee (bka) amputation. The patient remains hospitalized and will likely be transferred to a rehabilitation hospital "in the next week or so." The patient continues to undergo ccpd while hospitalized without issue. Per the porn, the serious adverse events were unrelated to the patient's utilization of any fresenius device(s) and/or product(s). Based on the available information, the patient's liberty select cycler is disassociated from the events. There is no objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).